Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with normal saline, a leak in the spike air vent of a vented paclitaxel set was discovered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: (lot number), device available for evaluation, device evaluated by MFR?, device manufacture date, evaluation codes. The device was received for evaluation. Visual inspection identified a longitudinal fissure approximately 0.5 cm in length on the blue air vent. Functional leak and pressure testing revealed a leak through the air vent. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.